Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented via merlin.net, a false alert transmission was noted. No intervention has been done as the device remains implanted and will be monitored. The patient was in stable condition.